Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and subsequently passed away. The cause of the peritonitis was unknown. The patient was hospitalized for the event. Treatment for the event was unknown. On an unreported date during hospitalization, the patient passed away. The cause of death was peritonitis. It was not reported if an autopsy was performed. Action taken with pd therapy at the time of death was not reported. Additional information is not available.